Manufacturer narrative:
Upon further review this complaint does not meet the criteria for medical device reporting since the subject coding for this issue was found to be ¿luer hub-cracked¿ and not ¿sds-cracked,¿ and therefore, it has been deemed not reportable. No further reports will be forthcoming.

Manufacturer narrative:
The product was returned for analysis, however the engineering evaluation has not yet been completed. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that when opening the 6.0x60mm 80cm smart flex device that it was not possible to flush the device because the stopcock was broken. This occurred prior to use on the patient. There was no report of patient injury. The device was stored, handled, and prepped according to the IFU. There weren¿t any damages or other anomalies noted to the device or packaging. There wasn¿t any suspicion of particles blocking the device that could have been injected into the patient. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The device was returned for analysis, however the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.